Event description:
One patient with discrepant troponin t results. Initial result gave 0.320 ng/ml. A second sample drawn approximately three hours later, gave <0.010 ng/ml. The original sample was retested resulting at <0.010 ng/ml. Initial result was reported. Patient not adversely affected. The field service representative determined the cause to be a problem with the sample sipper probe and replaced the probe.